Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt. Presented with discomfort and instability following a left triathlon-pkr, no known date of surgery. Dr. Opted to revise the pkr with the mako to a tka. No complaints have been filed against the components themselves, no further info available.